Event description:
It was reported that this lead was an attempted implant due to high out of range pacing impedance measurements. The physician elected to explant the lead and discard it at the hospital. Another lead was successfully placed. No adverse patient effects were reported.

Manufacturer narrative:
This lead remains implanted (but out of service); therefore, technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how it may have contributed to the complaint incident.